Manufacturer narrative:
Citation: takagi h et al. Network meta-analysis of new-generation valves for transcatheter aortic valve implantation. Heart vessels. 2019 dec;34(12):1984-1992. Doi: 10.1007/s00380-019-01442-w. Epub 2019 may 29. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of new-generation valves used for transcatheter aortic valve implantation. All data were collected from a network meta-analysis review of 29 studies published through september 2018. The study population included 17,817 patients and was predominantly female with a mean age of 82 years. Of those, 13,304 were implanted with medtronic transcatheter bioprosthetic valves: corevalve (8,272) and evolut r (5,032). No serial numbers were provided. Among all corevalve and evolut r patients, the mean all-cause mortality rates were 5.1% and 3.3%, respectively. No other details were reported. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, and greater than or equal to moderate aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.